Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. Functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr became stuck with the rotawire. The devices would not be released. The rotapro burr was removed outside the patient together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. Functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr became stuck with the rotawire. The devices would not be released. The rotapro burr was removed outside the patient together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to distal left anterior descending artery (lad). The patient was in good condition after the procedure.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr became stuck with the rotawire. The devices would not be released. The rotapro burr was removed outside the patient together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported.